Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a lap assisted total gastrectomy, the open close test of the reload jaws failed. A new device was opened to complete the procedure. It is unknown if reinforcement material was used. The operating time was not extended.